Event description:
Additional information was received from the patient. When asked to clarify ¿the ins started misfiring¿ the patient reported the device was firing off uncomfortable signals. The cause was not determined and likely cause was unknown. The patient had the device removed on (B)(6) 2025 and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the status of the device was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were standing in a small shallow puddle of water and didn't notice a bare wire right there and they got shocked by a wire, 2 days later their ins started misfiring. Patient said since then they have been feeling an uncomfortable sensation every 15 or 20 seconds, it pulses or spasms or whatever and it pulls them like a twist in their pelvic floor, it slowed down during the call. Patient said they've lost their control equipment so can't turn it off or down and the doctor told them to try and see if they could meet with a rep to turn it off. Patient said they are planning device replacement on may 7th. Offered and sent email to the reps in the area. Redirected to their doctor. The patient mentioned unrelated medical history.